Manufacturer narrative:
Subject device remains implanted.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, patient complications is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a procedure to treat an aneurysm located in the left internal carotid artery. Three stents were used to cover the neck of the aneurysm. When the physician approached the aneurysm with the microcatheter to deploy a fourth stent, the catheter pushed the proximal end of the third stent. The proximal end of the third stent migrated into the aneurysm. As a result, the physician changed the treatment strategy from stent assisted technique to using coils to occlude the internal carotid artery. After the procedure, the patient experienced right side paralysis and aphasia. No further information was provided.

Event description:
It was reported that the patient underwent a procedure to treat an aneurysm located in the left internal carotid artery. Three stents were used to cover the neck of the aneurysm. When the physician approached the aneurysm with the microcatheter to deploy a fourth stent, the catheter pushed the proximal end of the third stent. The proximal end of the third stent migrated into the aneurysm. As a result, the physician changed the treatment strategy from stent assisted technique to using coils to occlude the internal carotid artery. After the procedure, the patient experienced right side paralysis and aphasia. No further information was provided.